Manufacturer narrative:
(B)(4). Batch # n55m88. The analysis results showed that one vasecr35 cartridge reload was received. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a vats left upper lobe resection procedure, during the third firing of the device the surgeon was transecting the pulmonary artery. The surgeon fired the stapler and the reload did not fully fire. After locking out the surgeon was reluctant to open up the stapler off of the pulmonary artery. The device fully transacted and stapled across the pulmonary artery. However, the distal portion of the reload still has staples that did not fire. The surgeon finished the case with another reload and continued using the same device. There were no adverse consequences for the patient.